Event description:
The orbit galaxy coil ((B)(4)) stressed after inserting it in the patient. It did not show complex loop. No vessel code or patient information provided.

Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex frame coil 6 x 20 was received coiled inside of plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found zipped without damage. The support coil, griper and embolic coil were found inside of the introducer and no damages were noted on them. The gripper and embolic coil were inspected under microscope and no damages were noted on them as well as the complex shape of the embolic coil can be observed in good condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With analysis, there was no discrepancy with the shape of the coil. Although a definitive conclusion cannot be made regarding the reported event, it is possible that the aneurysm size vs. The size of the coil selected may have contributed to the reported event; the returned coil was that of a complex shape and with no damages/anomalies to the coil. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt.